Event description:
Valve was returned to manufacturer with no information on the valve. Patient, complaint, or the means of diagnosing the problem. Manufacturer has tried twice already to gain more information, with no avail.

Event description:
Never rec'd explanation of event from hospital or distributor.